Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review and sensor re-link was requested.the re-link was performed, and the user was encouraged to resume normal usage of the system and to contact us if any additional differences were seen.as per, dms user is currently using the system with up-to-date information.

Event description:
On 20 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.